Event description:
It was reported that the subject device exhibited an error e315 during set up and inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report was sent in error as per (B)(4) - the correct product for this work order is clv-190, not cv-190. The serial number for the clv-190v is (B)(6) and complaint (B)(4) was filed for the correct product name clv-190. Would not cause or contribute to a death or a serious injury if it were to recur.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected fields: h11. Product model was incorrect. There is another complaint is opened for correct product model. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4; g3; h2; h6 and h11. Corrected field: e1. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Based on historical data, possible cause include material issues: degradation. Mechanical issues: stress, wear, corrosion. Electrical issues: open circuits, short circuits, signal loss, component issues. Other issues; settings, peripheral influences. These causes can occur between components such as boards, connectors, switches, cables, sockets, power supplies, fans, memory, etc. Without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.